Event description:
Information received from the field does not address the patient's clinical status but notes inappropriate measured data.

Manufacturer narrative:
H6 - final analysis found that the output amplitude was out of tolerance due to a discrepant integrated circuit.